Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-sep-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('major allergic reaction to metals confirmed by tests') in an adult female patient who had essure (batch no. 774393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), eczema ("considerable eczema around eyes"), arthropathy ("major joint problems"), alopecia ("hair loss"), fatigue ("current fatigue"), pharyngeal disorder ("ent disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), vertigo ("vertigo") and sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). At the time of the report, the allergy to metals, eczema, arthropathy, alopecia, fatigue, pharyngeal disorder, ear disorder, nasal disorder, weight increased, vertigo and sleep disorder had not resolved. The reporter considered allergy to metals, alopecia, arthropathy, ear disorder, eczema, fatigue, nasal disorder, pharyngeal disorder, sleep disorder, vertigo and weight increased to be related to essure. The reporter commented: she has these events since the device was inserted in 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('major allergic reaction to metals confirmed by tests') in an adult female patient who had essure (batch no. 774393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), eczema ("considerable eczema around eyes"), arthropathy ("major joint problems"), alopecia ("hair loss"), fatigue ("current fatigue"), pharyngeal disorder ("ent disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), vertigo ("vertigo") and sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). At the time of the report, the allergy to metals, eczema, arthropathy, alopecia, fatigue, pharyngeal disorder, ear disorder, nasal disorder, weight increased, vertigo and sleep disorder had not resolved. The reporter considered allergy to metals, alopecia, arthropathy, ear disorder, eczema, fatigue, nasal disorder, pharyngeal disorder, sleep disorder, vertigo and weight increased to be related to essure. The reporter commented: she has these events since the device was inserted in 2011. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.